Manufacturer narrative:
Date sent to FDA: 7/9/2019.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that he had an invasive surgery on (B)(6) 2014 to remove the mesh, which was reported to have curled and ¿rolled over¿ his cord structures, internal ring and inguinal ligaments. No additional information was provided.